Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer was not home with a charging cable at the time, so technical support planned to follow up for troubleshooting.